Event description:
It was reported that during pta treatment procedure, the blue max pta balloon ruptured at 24 atms on the first inflation. After removing the balloon catheter, a circumferential tear was noted in the balloon material and the distal balloon tip had detached inside the pt. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in a previously placed stent that had crimped in the brachial vein. The physician used a 7 fr introducer sheath for vascular access and an angled .035 glidewire to cross the lesion. In order to locate the detached balloon material, a venogram, fistulogram and pulmonary arteriogram were performed. It was felt that the balloon material had attached to the stent, so the brachial vein and the crimped stent were excised and replaced with a ptfe graft. Upon examination after excision, the balloon material was not found in the excised stent or vein. A venogram and pulmonary arteriogram were repeated and no evidence of the balloon material was found inside the pt. Because the balloon material is unaccounted for, it is unk if it remains inside the pt. The pt's current status is reported is 'fine'.